Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/7/2024, an FDA medwatch notification was received via email. A facility representative reported that a piece of an ar-6592-10-40 arthrex passport button cannula broke off when the anchor was implanted. About 5 by 5 millimeters of the cannula had broken off and was instilled deep into the patient's bone with the anchor. This was discovered during an arthroscopic approach procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.